Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead thresholds had been gradually increasing and eventually became high. The lead was reprogrammed to minimize rv pacing and remains in use. No patient complications have been reported as a result of this event.